Event description:
Customer reported experiencing cartridge alarm 30 on their pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump, as the customer reported consecutive cartridge alarms despite not having experienced specific past alarms with this pump. The customer was advised to continue using the current pump and switch to multiple daily injections if cartridge failure occurred. Technical support confirmed shipping details and instructed the customer on storage mode and return procedures for the problematic pump. A replacement pump, equipped with the most up-to-date software, was sent to the customer without needing a signature upon delivery.